Event description:
Note: this is the 1st of 7 complaints that were reported for events that occurred during a single procedure. Of the 7 complaints only 2 were determined to be reportable. Reference manufacturer report # 3005099803-2008-3253 for additional details. It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure in a female patient (weight unknown) the day prior. According to the complainant, the physician explained that the jagwire seems to be more thicker than previously used one. He experienced stiff feeling while he inserted the jagwire into a catheter, and its skin peeled off. The procedure was completed with another jagwire guidewire. No patient complications were reported as a result of this event, and the patient's condition was reported as stable following the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed no evidence of missing or damaged pebax. However, upon further examination at 40x magnification, the device surface (pebax) appeared rough, which indicated that it had come into contact with a heated object. The cause of the damage is undetermined. A review of the device history record (DHR) of the pertinent lot revealed no anomalies.